Event description:
It was reported the tracheostomy tube fixation band did not properly hold in place the device, causing irritation and continuous injury in the affected area. The defect caused lesions in the affected area and incorrect positioning of the cannula itself. No patient injury or further complications were reported in relation to this event.